Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 4968-25, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to fainting episodes while playing. It was also noted that there has been a device alarm heard due to oversensing on the right ventricular (rv) lead. Interrogation of the device revealed fast ventricular tachycardia episodes which were terminated with shock therapy. Non sustained ventricular tachycardia was noted. Low r waves were also noted. Two weeks later the device was checked and no episodes were noted. The rv lead remains in use. No further patient complications have been reported as a result of this event.